Manufacturer narrative:
(B)(4). Report source: (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the package for the stem component was not vacuum sealed. The implant is loose inside the plastic and may have damaged the inside of the package. It is unknown at this time if the package lost vacuum seal due to breach in sterility or if the package was never vacuum sealed. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product does not alter the previous investigation or the response previously sent to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 visual evaluation of the photo of the pouch found damage including but not limited to, scuff marks, creasing, and loss of vacuum seal. No evidence of sterile packaging breaches were found that would explain the loss of the vacuum seal. The reported event is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage, and a packaging design issue. A summary of the investigation was requested and has been sent to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.